Event description:
The customer stated that she went to the emergency room with a high blood glucose of 338 mg/dl. The customer stated that she was experiencing extreme thirst, vomiting and nausea as well. At the time of the call, the customer was having trouble exiting the prime menu. Assisted the customer with a battery change, and was able to successfully rewind and prime. Assisted with a failed battery test alarm. Had the customer inspect the drive support cap, and the customer was reporting some scratches and knicks. Unsure if the customer was describing the drive support cap or battery cap. Advised the customer that the insulin pump would be replaced to be safe. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump did have a cracked case at the lcd window corners and battery tube threads. The insulin pump also had scratches on the lcd window.